Event description:
The complaint was originally reported for pod hazard alarm/alert/advisory during operation and blood glucose levels of over 250 mg/dl. The complaint has been reassessed as MDR reportable based on the investigation finding of a damaged cannula.

Manufacturer narrative:
An 0xe2, invalid external parameter input to the algorithm, hazard alarm was observed in the pod data. The cause of the reported 0xe2 alarm could not be determined. The exposed portion of the soft cannula was observed to be kinked and torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.